Manufacturer narrative:
Testing and investigation found the device ac receptacle was burnt and melted. Additionally the rear case was found broken. The ac receptacle was replaced and the device was then powered on using ac power and passed the self test. The probable cause for the electrical spark and burning smell was due to spillage. The probable cause for the broken rear case is misuse in the customer environment.

Event description:
The customer contact reported that there was an electric spark seen and a burning smell from the ac receptacle of the device, while plugged into ac power. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that there was an electric spark seen and a burning smell from the ac receptacle of the device, while plugged into ac power. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.